Manufacturer narrative:
A ge representative evaluated the system and calibrated the collimator iris. System operates as intended.

Event description:
The customer reported that the system did not display an image. No patient injury was reported.